Event description:
A medtronic representative reported that the navigation system was showing red status for the axiem box and emitter. Trouble-shooting did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement emitter and axiem box shipped to site. The medtronic representative replaced the axiem box which resolved the issue temporarily for approximately 3 hours before showing red status, again. The medtronic representative then replaced the emitter and the system returned to normal function. No parts have been received by the manufacturer for analysis.